Event description:
Device 2 of 3. Ref MFR reports: 1627487-2014-24104, 24106. It was reported the pt experienced an episode of over-stimulation when he turned on stimulation. Diagnostics indicated multiple invalid lead impedances. Reprogramming was successful in providing back coverage, however, the pt requires add'l coverage in his legs. The physician is discussing replacing the ipg due to its age. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.